Manufacturer narrative:
The aware date was reported as (B)(6) 2018 in the initial report, the correct date is (B)(6) 2018. The initial report was documented incorrectly in the initial report. Reporter's name, facility, address, phone number and email address have been updated accordingly to reflect the correct information. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a temperature above specification, had a hole/cut in hose, and damaged bearings, cable/cord/wiring. It was further determined that the hose was damaged, the device was getting hot and the motor and control were defective. It was further determined that the device failed pretest for the following criteria: handpiece control assessment , handpiece temperature assessment , air pump assessment , safety assessment , no short circuit between sensor gnd and connector body, no short circuit between hall sensor and connector body, no short circuit between phases and connector body, motor thermistor assessment , cutter lock assessment, no short circuit between 5v dc line and connector body. It was noted in the service order that the device had a ruptured hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.